Event description:
Boston scientific neuromodulation (bsn) received information about an event that would have been reportable under 21 cfr 803, medical device reporting within our complaint system. However, the event reported was related to the implanted spinal cord stimulator manufactured by medtronic. On (B)(6) 2010, bsn became aware that a patient's medtronic ipg was explanted and replaced with a bsn precision system. The reason for the medtronic ipg explant is unknown. The medtronic leads were explanted because the physician had accidentally pulled out the lead during the procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).